Event description:
See initial report.

Manufacturer narrative:
The toggle switch was replaced as a precautionary measure to eliminate any chance of damage via fluid ingress. A device service history review was performed and identified that unit was installed since 2016 and no other similar event was reported. Based on the investigation results, considering the results of a similar complaints database analysis and taking into account that no issue was reproduced during unit inspection by livanova service technician, it cannot be ruled out that the most likely root cause of the reported event may be traced back to oxidation of the device switch, probably due to ingress of some liquid during cleaning procedures, which dried off over time.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and did not confirm the reported issue. The device was working within specification. Subsequent functional verification testing was completed without further issues. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) with a black display during a procedure. The user restarted the unit and it did not recover. The user hand-cranked the pump for 1-2 minutes and then tried to restart the pump a second time. The cp5 booted up properly and the procedure could be completed. There was no report of patient injury.